Manufacturer narrative:
Device analysis was performed on the returned superion indirect decompression spacer and it revealed that the spindle cap was completely sheared off from the implant body. This failure was due to a combination of deployment against resistance such as bone and not correctly attaching the inserted to the spacer. A product labeling review identified that the device was used per instructions for use (IFU)/ product label. Additional device breakage can occur when used with forced deployment and is noted within the IFU as a potential complication associated with the use of the device.

Event description:
It was reported that during an superion indirect decompression spacer implant procedure, while opening the spacer, a loud popping noise was heard. The sound was described as the "collar" popping off (spindle cap) and it was found that the spacer had broken. The spacer was replaced with a new implant and the procedure was completed successfully.

Event description:
It was reported that during an superion indirect decompression spacer implant procedure, while opening the spacer, a loud popping noise was heard. The sound was described as the "collar" popping off (spindle cap) and it was found that the spacer had broken. The spacer was replaced with a new implant and the procedure was completed successfully.